Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during clinic check, two episodes of vf with aborted shock was observed. Egms showed noise on the rv lead. The noise was recreated with isometric exercises. During the explant procedure, insulation damage was noted under the clavicle area. The lead was replaced without complication.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.